Event description:
It was reported that during use, a hose on the cardio side of the device became kinked causing water to back-up on the floor and the audible alarm to sound. Upon further investigation, the heater on the cardio side became no-functional. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and found a defective cardio side heater, a defective 3-way valve and a defective actuator. All faulty parts were replaced. The unit was tested to factory specifications. All tests were performed successfully.